Event description:
Ems and hospital records were obtained from the date of death. The patient with history of rhett disorder presented to the emergency department with cardiac arrest by ems. The patient was found unresponsive in her crib by her caregiver, who immediately called ems. The patient was last seen normal about one hour prior at which time the patient was still breathing but it was noticed that the patient had possibly vomited; there were some secretions on the bipap mask. The patient slept with bipap. The patient was reportedly admitted recently prior to this event for a collapsed lung for two weeks, though the specific details were not clear. The patient was found to have a fever prior to taking a short nap in the morning. The caregiver medicated the patient with tylenol. The paramedics found the patient in asystole, CPR was initiated and was continued through arrival at the emergency department. The patient exhibited no signs of life and she has a peg tube, and endotracheal tube, and an intraosseous line placed. Attempts to resuscitate the patient were performed. Chest x-rays found mild congestion. Advanced pediatric life support guidelines were followed in the resuscitation of this patient. The patient received multiple rounds of epinephrine, amongst other interventions, but showed no improvement. The patient's caregiver presented to the emergency department and agreed with cessation of efforts. The patient was pronounced dead. The patient's chest x-ray demonstrates no evidence of acute abnormality. She had a significant bandemia and had a low myelocytes seen in with a white blood cell count of 49,900 with clear evidence of infectious etiology to the patient's demise. However, the medical professional noted that they were not given an attempt to treat the infection as she succumbed to the cardiac arrest. The medical examiner was contacted and they did not feel that this patient required autopsy. The emergency department impression of cause of death was the following: asystolic cardiac arrest; overwhelming infection of unclear etiology; febrile illness by history.

Event description:
It was reported that the products are not believed to have been removed from the patient prior to burial.

Event description:
It was reported that the vns patient passed away. The physician reported that the cause of death is unknown as the office was notified after the patient's death. The relationship of the event to vns therapy is unknown per the physician. The physician reported that the patient was noted as having respiratory issues. It was noted that the vns system was not explanted after the patient's death. Attempts to obtain additional relevant information have been unsuccessful to date.